Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during the implant procedure, the subcutaneous implantable cardiac defibrillator (sicd) could not convert the patient. The measured shock impedance was high but still in range at 190 ohms. The physician repositioned the pulse generator and the electrode. This brought the impedance down to 114 ohms but still did not convert the induced arrhythmia. Since the patient is large an under heavy general anesthesia, the physician elected to test again on another day. There were no adverse patient effects. The system remains implanted. Later, the patient went back to the hospital and had the device repositioned. Additional testing was done and the device successfully converted an induced arrhythmia. The device remains implanted. There were no additional adverse patient effects.